Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, a "cii reflex ultra 45° wand" was used with the "coblator ii controller" and was smoking too much and burnt the patient. It is unknown if a back-up device was available or if there was a delay in the surgical procedure. No further complications were reported. The patient current status is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that the device should not contact the exposed return with non-targeted tissue. Inadvertent contact with the patient may result in burns. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation was completed and concluded that the documentation received is insufficient to fully evaluate the root cause of the reported events. Per report, there was no further complications and the patient¿s current status is unknown. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. No further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4). D4: part number and UDI added.